Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a peritoneal dialysis catheter. The patient suffered from peritonitis. The catheter has been explanted and replaced by a new one.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.